Event description:
One hand piece worked for just under 1 minute and the second wand never worked. Third worked fine and procedure was completed.

Manufacturer narrative:
"Weekly complaint meeting held, close complaints 2000-2003 and refer to CAPA (B)(4), this CAPA is governing the investigation to determine how to improve duration for the handpiece to stop working would only provide a minor inconvenience to both the doctor and the pt, there is no harm in the unit if it stops cutting, this lot is performing within an acceptable percentage rate and requires no additional investigation".